Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used in a laser ureteroscopy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was lumenis 30 watt console. According the complainant, during the procedure, the laser fiber was broken near the connection from the laser unit. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications.